Event description:
The hosp reported that, during a case, the unit alarmed regarding the flow sensor. There was no reported pt injury.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hosp. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service rep performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck open. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after three months, and are warranted for six months.